Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The up-arrow and down-arrow button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under the key contacts.

Event description:
The patient reported that the up and down arrows feel as though they are stuck. She reported that the keypad is not torn.